Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while charging the pump, multiple charging alerts were received. Multiple cables/outlets were used; however, the pump would not charge. The pump shut down. Another wall adapter was used and the battery was charged. Customer received appropriate, shut-down alerts/alarms prior to shut-down. Pump history showed a pump reset alarm occurred and customer did not know why it occurred. Tandem technical support assisted the customer with reloading and resetting the pump. Insulin delivery was resumed. Blood glucose was 282-292 mg/dl.